Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device had its service indicator illuminated and would not deliver defibrillation energy.  When evaluated by physio-control, it was observed that the device also logged a critical event code related to defibrillation energy delivery. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control replaced the main keypad assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. After further evaluation of the removed main keypad assembly, it was observed that the shock button was worn and was measured a high resistance value.  The shock button failed to deliver energy during testing 2 out of 7 attempts.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.